Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower temperature high alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was removed from service without any harm to the patient. The customer informed the rse that while speaking with them during the remote service, the issue was not being duplicated. The rse informed the customer of the procedure for checking the cooling fan and air inlet filter. The customer stated that they would leave the device running and test it before returning it to use. The rse advised the customer that if the issue is duplicated, the advised method of resolution would be to replace the blower assembly. In a good faith effort (gfe) response from the customer received, it was stated that the device issue had not been duplicated by the customer during the troubleshooting. After letting the device run for a few hours without duplicating the issue, no further troubleshooting was performed, and the blower assembly was not replaced. The customer confirmed that the device had been returned to use. The customer did not disclose any patient information from the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.